Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 90 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. Evaluation results findings (components/results): 19 devices: belt / device migration, 9 devices: belt / wear problem, 35 devices: belt / mechanical problem identified, 2 devices: belt / mechanical problem identified; wear problem, 4 devices: belt / device migration; mechanical problem identified, 1 device: belt; caster / deformation problem; mechanical problem identified, 1 device: belt; caster / device migration; wear problem, 1 device: belt; translational motion component / mechanical problem identified, 1 device: belt; translational motion component / device migration, 2 devices: caster / mechanical problem identified, 2 devices: caster / device migration, 1 device: caster / deformation problem, 3 devices: caster / wear problem, 2 devices: chassis/frame / deformation problem, 3 devices: chassis/frame / mechanical problem identified, 1 device: translational motion component / mechanical problem identified, 1 device: translational motion component / device migration; mechanical problem identified, 1 device: belt; translational motion component / device migration; mechanical problem identified, 1 device: caster / dust or dirt problem identified. 2 devices were not evaluated and no cause was determined, as the customers did not make the devices accessible for testing. Evaluation results findings (components/results): 2 devices: appropriate term/code not available/no findings available. 8 devices are pending evaluation. Evaluation results findings (components/results): 8 devices: insufficient information / results pending completion of investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between (B)(6) - (B)(6) 2026. This report summarizes 100 malfunction events(s), where it was reported the devices experienced difficult to maneuver unit which does not result in a tip. No adverse consequence or clinically relevant delay in treatment was reported.